Event description:
It was reported that prior to a lead revision, impedances greater than 4000 ohms were measured on some bipolar pairs and all unipolar pairs. The reporter stated that the physician was going to do a lead revision to replace the lead. It was noted that a ¿wingevity¿ calculation showed the implantable neurostimulator (ins) longevity was 2.6 years. It was unclear if the ins would be replaced based on this calculation. The reporter stated that the patient therapy was good.

Event description:
Additional information received reported that the event was due to high impedances and the patient had some falls. The impedance measurements were all greater than 4000 ohms. It was noted that the implantable neurostimulator (ins) and lead were replaced. A reprogramming session was done on (B)(6)-2013 and it was reportedly working well for the patient.

Manufacturer narrative:
Concomitant products: product ID 3889-28, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).